Event description:
"Registered nurse (rn) programed intravenous (IV) pump to infuse the full amount of medication, dexmedetomidine, which was 100 ml. After infusion alarmed that it was complete. Rn measured 13 cc left in the bag. After the pump was removed - rn again compared the volume expected left in the bag (52.2 ml) to the actual amount left in the bag was almost 70 mls. The pump was under infusing by between 13 - 18 mls".